Event description:
Caller reported that the touchscreen of the device was not responding properly, requiring several taps or more time to register input. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.